Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the back hepatic tore off. The lens was removed with no patient injury, and a suture was required to close the incision, this is a normal procedure for the surgeon.